Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The technical service representative (tsr) assisted the home patient (hp) with clearing the alarm, explained the alarm and advised to report alarm to the peritoneal dialysis (pd) nurse the next morning. The hp to finish that night's therapy manually. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported event, it was revealed that the hp did complete her therapy that night with manuals, but did not contact her nurse. The hp stated there was no patient injury or medical intervention associated with this event. The hp did not know what may have caused or contributed to the alarm. The hp has been doing just fine with her therapy.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.